Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4).. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that outside of surgery the device is smoking as it was being used to suction during the case. After it started to smoke, the unit shut down. It was turned back on and an alarm started going off while more smoke came out. There was no patient involvement. Due diligence is complete and there is no additional information available. There was no adverse event associated with the malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: tech confirmed the unit would not power on and found melting around the fuse holder of the power inlet module. The power inlet module was replaced, the unit was tested, and it was returned to service. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the device is smoking as it was being used to suction during the case. After it started to smoke, the unit shut down. It was turned back on and an alarm started going off while more smoke came out. There was no patient impact or delay reported. Another device was utilized to complete the procedure. Due diligence is complete and there is no additional information available.